Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurx stent graft has migrated distally with a type I endoleak. The physician elected to implant one endurant 32 aortic cuff and one endurant 36 aortic cuff. The migration and the proximal type I endoleak were resolved. Per the physician, the cause of the migration with a proximal type I endoleak was patient related, there was disease progression due to aortic neck dilation. No additional clinical sequelae were reported and the patient was fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.